Event description:
It was reported by the patient that the right ventricular (rv) lead fractured and the device was alarming. Follow up indicated that this lead fracture appeared to be a crush type. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached (clavicle-rib crush), all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was tissue on the helix; full lead returned and analyzed.